Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2011, product type: lead.

Event description:
Information was received from a healthcare provider regarding a patient implanted with a neurostimulator for urinary dysfunction. It was reported that the patient had mechanical device failure resulting in removal of the lead and implantable neurostimulator (ins). The ins was identified in the pocket, removed, and the pocket was obliterated with electrocautery. The lead was removed in total. The patient was taken to recovery in stable condition.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider reported later that the patient had no relief in her over reactive bladder symptoms. The device was turned off and no troubleshooting was done with the report of mechanical device failure. The patient had requested removal, needed MRI.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the patient had it removed back in 2011 because it did not seem to make any difference in their bathroom frequency and urgency.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.